Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when using on patient. Change new tube". No patient harm or injury. The patient status is reported as "fine".